Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to confirm the following events of a type 3b endoleak with dilation, migration and a 1a endoleak of the cuff (vela suprarenal). The persistent leak of the cuff due to the off-label neck anatomy likely contributed to the stent migration and loss of overlap (1a endoleak). The most likely cause of the compromised stent graft integrity of the cuff (type 3b endoleak, breached, and dilation) was the use of the strata material in combination with the movement/ migration. Patient refused open-repair and was discharged home in stable condition on the first post-operative day. To date there has been no reports of further negative sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
During a clinical assessment completed on (B)(6) 2018 of previous reported case (2031527-2018-00055), a type 3b endoleak with dilation, migration and a 1a endoleak of the cuff (vela suprarenal) was discovered.